Event description:
On (B)(6) 2011, a female pt initially reported being injected with radiesse on (B)(6) 2011 into different facial areas and has a bruise on her right side lip corner that does not hurt. She also has a large, red, open, painful area on the left upper nasolabial fold. She saw dr. (B)(6) who diagnosed the area as infection and prescribed a neosporin ointment and oral doxycycline, 100 mg twice a day for 10 days. The pt did not think the area was infected, to her, "it looks like an abrasion". On (B)(6) 2011, dr. (B)(6) confirmed injecting the pt with three radiesse, 1.5 cc each, syringes to which he added 0.5 cc 2% lidocaine with epinephrine per syringe. He injected into nasolabial folds, cheeks, oral commissars, marionettes, and pre-jowl sulcus. The pt reported pain and redness in the left upper nasolabial fold, and on (B)(6) 2011, dr. (B)(6) diagnosed infection in the area and confirmed the treatment as reported by the pt. On (B)(6) 2011, dr. (B)(6) stated the pt's infection fully resolved.

Manufacturer narrative:
The device history records were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.